Manufacturer narrative:
Device evaluation: analysis was completed for the computer that was returned. Visual/physical examination and functional testing were performed, but the reported issue was unable to be duplicated. The computer booted normally to the application screen. The ear, nose, and throat (ent) program started and ran normally. The mouse functioned correctly. There was no fault found with the returned computer. FDA evaluation codes apply to the analysis, completed for the computer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9734477, serial/lot #: (B)(4), ubd: 30-sep-2013. A medtronic representative went to the site to test and service the equipment. The system had issues booting up. The computer was replaced, thus resolving the issue. The system then passed the system checkout and was found to be fully functional. The computer was returned to medtronic but was under analysis at the time of filing. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that the system was unresponsive. When booting into the ear, nose and throat (ent) software, the mouse froze and the system required a hard shut down. The site attempted to login a second time, and this time the system showed ¿no input¿ and required another hard shut down. The site logged into the ent software and it rebooted itself to the medtronic screen where another ¿no input detected¿ message appeared eventually. The site then left the system for 20 minutes, returned to it, and it started fine. There was no patient involved with this event, and there was no patient impact.